Event description:
It was reported that a home patient (hp) received a system error (se) 2240 (air in line) alarm. This occurred on the homechoice (hc) device during dwell 3 of 3. The hp checked the lines and bags and found that the clamp was open on an unused final line. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc to clear the alarm. The tsr had the hp disconnect using aseptic technique to end therapy. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The hp had a clamp left open on unused line, which was a user error. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.